Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) (documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider had several occurences of seal malfunction errors. The issue was improved when the device connector was disconnected and reconnected. The event occurred during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.